Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates they were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Right hip replacement, just swelling. No physical issues at this time. No pain until physical activities.

Manufacturer narrative:
The following devices were also listed in this report after the initial emdr was filed: trident hemispherical solid back shell; cat# 500-11-52e; lot# 26473401. Accolade tmzf hip stem #3; cat# 6020-0335; lot# 26342604. Delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 27663701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding patient factors involving a trident liner was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "x-ray printouts available for review include a series dated (B)(6) 2008, which is an ap of the pelvis and lateral of the right hip, demonstrating an osteoarthritic right hip. X-ray dated (B)(6) 2008 is an ap of the pelvis demonstrating a right uncemented total hip arthroplasty with no screws in the acetabulum. The hip is reduced and the components are in nominal position. X-rays dated (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, and (B)(6) 2013 are all aps of the pelvis demonstrating no change on the right hip arthroplasty." "There is no listing of specific components implanted and no confirmation of any of these components being involved in a recall. In this asymptomatic patient with nominal serial x-rays nine years post-operative, nothing but routine follow-up would be required even if a recall product was implanted." Furthermore medical records were submitted for medical review addendum which noted that: "hospital records for the admission of (B)(6) 2008 for a primary left total hip arthroplasty through discharge home on (B)(6) 2008 confirm an uncomplicated surgery and post-operative course. Implant labels indicate a 52 trident hemispherical shell, a trident x3 36/0° insert, an accolade #3 tmzf stem, and a 36/0 v-40 biolox ceramic head were implanted. With the additional information that a biolox ceramic head was utilized." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient is experiencing just swelling. The event could not be confirmed nor could the root cause be determined as provided medical records were submitted to the consulting clinician who noted patient to be asymptomatic. Furthermore, as per attached recall inquiry response it is confirmed that none of the reported devices are subject to a recall. No further investigation is required at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Right hip replacement, just swelling. No physical issues at this time. No pain until physical activities.